Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was depleting faster than expected. Review of the pump data logbook showed that the battery depleted from 80% to 55% within 9 hours. The customer reported blood glucose level was 263 mg/dl, which was addressed with manual injections. It was confirmed that the current pump would continue to be used for diabetes management.